Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit failed the pim leak check. To remediate this the fse replaced the safety disk ((B)(4)). The unit passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by the getinge fse that during pm the cardiosave intra-aortic balloon pump(iabp) had a pneumatic test failure. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.